Event description:
It was reported that in 2008, the pt reported that sometimes he experiences his sound perception to be intermittent and weak. One week later, the pt reported that he is no longer able to hear with his device. The audio processor was exchanged, but revealed the same results. Sometimes later, the fmt array extruded out of the ear canal. About one month later, surgery was carried out which showed intraoperatively that the fmt array was broken into two parts, possibly caused by necrosis of the ear canal. The pt was re-implanted during the same procedure.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.